Event description:
Olympus (omsc) was informed that the customer endoeye flex deflectable videoscope was returned for service/repair for a reported ¿noise in the image¿. The event was found during an unspecified event. Upon inspecting and testing, the color tone of the image was found abnormal (magenta in color). This report is being submitted to capture the abnormal color (magenta) in the image. No death, injury or harm was reported to olympus.

Manufacturer narrative:
The customer reported issue was confirmed as noise is generated in the image which is attributed to scraping of the electrical contacts in the video connector. The color tone of the image was found abnormal (magenta in color). Additionally, the angulation is insufficient due to a stretched angle wire, the video connector case is cracked, scratches on the body/grip, scratches on the right/left plate, scratches on the light guide connector coverglass, the video connector case has scratches. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the image color irregularity was due to a damaged internal circuit board of the video connector. Probable causes for the damaged internal circuit board of the video connector include: excess current passed for a short period of time due to the video connector being connected/disconnected while the video system center was turned on. A short circuit occurred temporarily due to the video connector being connected with the video system center while the electrical contacts of the video connector were wet. Static electricity applied to the electrical contacts of the video connector. However, the root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.